Event description:
The manufacturer received information alleging an issue with a ventilator's display screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the display screen was unable to be viewed due to the display being white with random black spots. The device's lcd screen was replaced to address the issue.